Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels exceeding 30 mmol/l (540 mg/dl) while wearing the pod on the leg between 36 and 48 hours. At the hospital, the patient was administered insulin (humalog) intravenously, natrium and liquids. The pod is not available.